Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). Six days later, the hospital nurse contacted the manufacturer stating that a patient in ICU, was running in auto mode at a beat rate of 60bpm with lvad flows in the 5lpm range and experienced a large bile emesis. The patient and bed were discovered covered in emesis, the lvad was alarming, the beat rate was now at 39bpm, and a gurgling sound was coming from the lvad vent port. The lvad vent filter was changed and the patient was oriented on their right side (to help draining of fluid in lvad percutaneous tube) and the pump reverted to normal operation in the auto mode with beat rates in the 60bpm range, stroke volumes in the 80ml range and device flows of around 5.5lpm. The patient remains on electric actuation of the lvad at this time while awaiting a heart transplant.